Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: moisture corrosion was observed on the display screen inside the pump. The battery compartment was cracked below the bumper pad. A leak test failed due a battery compartment leak. The pump powered on with audio and vibration but the display screen remained blank. The keypad rubber was undamaged and all buttons had a normal spring back. The responsiveness of the buttons couldn't be verified due to the blank display screen. No contamination or damage was found to the button contacts. The pump¿s cover was removed and moisture corrosion was found inside to the force sensor and radio frequency circuits, to the watchdog circuit, and to the keypad connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.